Manufacturer narrative:
. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised they used tape to keep the reservoir area together, there were cracks on the display screen and unexplained no delivery alerts. The insulin pump will not be returned for analysis.